Event description:
Needles don't fit the pen needle, tried to screw and pushed down to make it fit. The pen needle popped off into his skin. The red tip isn't so great. It lets you know there's a needle, however people with poor eye sight aren't able to see the little hole to replace the cap. Customer is not happy with this product.

Manufacturer narrative:
The device was not returned for testing. There also insufficient information to proceed with retained lot testing or analysis of production records. There was no device malfunctions or issues able to be found.

Event description:
1) needles don't fit the pen needle, tried to screw and pushed down to make it fit. The pen needle popped off into his skin.2) the red tip isn't so great. It lets you know there's a needle, however people with poor eye sight aren't able to see the little hole to replace the cap.customer is not happy with this product.